Manufacturer narrative:
Reliability analysis inspected 6 opened/used infusion sets, performed the manual prime and high pressure test per section 13.2.3.2.2 dqtp 6117 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. All 6 infusion sets failed per specifications. The infusion sets were found to be occluded at the quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 83 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer resolved the no delivery alarm issue with a complete set change. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.